Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 patient received a left attune total knee to treat severe osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. On (B)(6) 2020 patient received a left knee revision to treat a mechanical loosening. The tibial tray was found to be loose at the cement to component interface. No bone loss was noted once the tibial tray was removed. Infection was ruled out. The femoral component was removed, but was noted to not be loose. There was no reported product problem with the explanted tibial insert. The patella was retained. The patient was revised with competitor products and cement. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional reports, but it was not for infection. Total for lot number: 1 (B)(4). Complaints received by cmw in the last 12 months for this issue by product code: 11. By product family: 18 (11x smartset gmv, 7x smartset ghv)